Event description:
It was reported that while connected to a pt the ventilator's screen went blank. The pt was bagged and since the reported ventilator did not power up, it was replaced with a new one. There was no pt harm. (B)(4). Ref MFR report #8010042-1013-00134.